Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had a ventricular tachycardia (vt) which the device detected and gave six high voltage shocks which were ineffective. A short time later the device detected a second time and after the second shock the vt ended. The patient had syncope during the event and was taken to the hospital. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was completed.